Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient was prescribed a seven day course of oral antibiotics due to pain, drainage, and swelling at the abutment site. The implanted device remains.